Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the device's bridge board assembly was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's defib output was below specification. Complainant indicated that there was no patient involvement in the reported malfunction.